Manufacturer narrative:
The complaint text documented an initial sample tested returned a (B)(6). Historical complaint searches determined that there is no unusual activity for the likely cause lot. The complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. As no sample was available for return, clinical sensitivity performance testing of commercially available seroconversion panels was performed using in-house retained kits stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list (B)(4), that has similar products distributed in the us, list numbers (B)(4).

Event description:
The customer stated that false nonreactive architect (B)(6) results of 0.04 and 0.03 iu/ml were generated for a patient with anemia on (B)(6) 2017. No treatment was given to the patient for anemia at that time. The patient returned to the hospital that same evening and was redrawn. Architect (B)(6) results were reactive at 0.11, 0.08 and 0.08 iu/ml. No (B)(6) confirmatory testing was performed. The patient received medication and blood transfusion for anemia. The sample was tested at a reference laboratory. (B)(6) testing was reactive, confirmed positive. No adverse impact to patient management was reported.